Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the continuous glucose monitoring (cgm) history was not being completely displayed in the pump history. Customer's blood glucose was 194 mg/dl. Tandem technical support reviewed the pump data logs and found that the cgm history was being properly stored by the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.